Manufacturer narrative:
No product samples, videos were returned for investigation. However, an image was provided by the customer indicating the area of the leak. A failure mode was not able to be identified with the image provided by the customer. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Without the return of the reported sample, the complaint could not be confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
An event occurred on an unspecified date and involved a transpac it monitoring kit w/03 ml flush device, safeset reservoir, sampling ports and 71" (180 cm) red stripe pressure tubing where the customer reported that the device separated and leaked during patient use. The customer stated that the nurse was exposed to blood on her face due to a part of the plastic on top of the syringe breaking; the plastic part that sits on top of the syringe which houses the white 2-way tap came away clean. It was full of blood still hence why the nurse was exposed to blood. When the customer examined the device there were no fissures/fractures in the plastic that could be seen. When the nurse returned the blood there was no more pressure needed than normal, and nothing to alert her to any issue with the blood return. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation; however, a picture was provided. Investigation is pending.